Event description:
Customer reporting an error on a page of the january 2013 allele update worksheet for 4719110, c high res ssp unitray kit; lot # 005 1011640. She indicated there was an error on the worksheet on page 15. In the allele specificity field, where one would expect to see "c 18:02" it says "#error." Customer complaint # (B)(4).

Manufacturer narrative:
Product 479110, c high res ssp unitray kit; lot # 005 1011640, includes an error on page 15 for labeling of the c 18:02 allele. R and d software team was unable to recreate incident. Root cause was not determined, but was isolated to document generation process in hos software. Kit documents were corrected. This is the initial and final report. No impact to patient management was reported.